Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This issue was identified during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from august 22, 2020 - august 24, 2020. H10: two (2) devices were received for evaluation. A visual inspection was performed. And it was noted, that both bags were cut at the top left corner, where the customer likely drained the contents. Black markings with a pen from the customer, marked the alleged area of the leak. Functional testing was performed. Which revealed a leak between the spike port tube and the spike port bonding in both samples. The reported condition was verified. The cause of the condition could not be determined. However, the most likely cause was, due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port, during the manufacturing process causing an incorrect bonding. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.